Event description:
On (B)(6) 2025 05:58am, the patient was found pulseless, and code blue was activated. During code blue, r zoll defibrillator/monitor was utilized. Resuscitation efforts were unsuccessful, and the patient was pronounced dead at 06:42am. After the code, the strips from r zoll defibrillator were showing year 2005 instead of year 2025. Facility bio-med contacted the manufacturer and was told that the coin battery may need replacement to show the correct year. We currently do not have the results of machine interrogation by the manufacturer, and based on the current information we have, we do not have evidence that the machine contributed to the unfortunate outcome. However, this report is being made out of abundance of caution and to comply with reportable mandates.